Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. The complained devices have not been returned for investigation. It has been communicated that no content been granted for the patients¿ medical history and medical records. Based on insufficient information, a thorough clinical assessment could not be performed. A review of the complaint history revealed two additional complaints for the batch (b1901711) of the polarcup xlpe insert. However, a review of the batch record revealed no deviation from the standard manufacturing process for both in scope devices. The IFU (lit. No. 12.23 ed 05/16) states "dislocation" as a known possible side effect in combination with the implantation of a hip prosthesis. There is no indication that the devices failed to match specification at the time of manufacturing. Based on available information the root cause for the reported issue cannot be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, s+n will continue to monitor the devices for similar issues. The complaint will be reopened should additional information become available.

Event description:
It was reported that a revision surgery was performed due to consistent dislocation. Patient was non compliant.